Manufacturer narrative:
(B)(4). The report of a kinked guide wire due to ars resistance was confirmed through complaint investigation of the returned sample. The customer provided three photos of a product lidstock, two sets of syringes and guide wires and returned one guide wire assembly and arrow raulerson syringe (ars) for analysis. Signs-of-use in the form of biological material were observed. Visual analysis revealed that the guide wire contained one major kink towards the distal j-bend. Microscopic examination confirmed the kinking. Both welds appeared full and spherical. Visual and microscopic examination of the ars did not reveal any defects or anomalies. The kink on the guide wire measured 653mm from the proximal tip and the overall length of the guide wire measured 686mm which was within the specification limits of 678m - 688mm per the guide wire product drawing. Both these measurements were done via calibrated ruler. The guide wire outer diameter (od) measured 0.84 mm via calibrated caliper, which was within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The components were functionally tested per the instructions for use provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through the ars and a lab inventory 18ga introducer needle, and the guide wire was able to pass with little to no difficulty. Large amounts of biomaterial were also observed on the guide wire as it was threaded through the ars/introducer needle assembly, which likely contributed to the resistance experienced. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was unable to go through the arrow raulerson syringe (ars). No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Event description:
It was reported the guidewire was unable to go through the arrow raulerson syringe (ars). No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).